Manufacturer narrative:
Based on the claim against the product noting the large hem-o-lok clip applier instrument had a clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have multiple input disks broken. Input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on grip input shaft #6. The complaint regarding the large hem-o-lok clip applier instrument had a clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the scrub technician loaded the large hem-o-lok clip applier instrument and placed the instrument into position without issue. When the surgeon attempted to clip the vessel, the clip would not close onto the vessel. The procedure was completed with no reported injury.